Event description:
Information was received from a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient used to have a 40ml pump, but it was removed because 'it was too big and causing pain.' They had wanted to get the 40ml pump so they wouldn't have to go to the office once a month for a pump refill, but 'maybe the 40mg is too big for a person like me.' They weigh 155 pounds. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.